Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted due to high lead impedance. The patient was asymptomatic. There was no noise on the lead and no other measurements out of range. The patient was stable post procedure.